Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), lot: 8166569 common device name: scs lead, model: mn10450-50a, UDI:(B)(4), serial:(B)(6), lot: 8176651 common device name: scs lead, model: mn10450-50a, UDI: (B)(6), serial: (B)(6), lot: 8546325.

Event description:
It was reported the patient experienced inadequate stimulation with their drg system. In turn, reprogramming was unable to resolve the issue. Investigation was unable to determine which of the leads attributed to the event. As a result, surgical intervention was undertaken wherein the entire system was explanted and a scs system was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.